Event description:
Same case as mfg. # 2134265-2010-00564. It was reported that post a stent assisted aneurysm coiling procedure, a patient death occurred. The patient presented with a ruptured atherosclerotic left vertebral artery (va) aneurysm on (B) (6) 2010. Three days later, 9 non bsc coils and a neuroform stent 3-4.0x30mm were placed "across the aneurysm neck." A maverick balloon catheter 15x2.5mm was introduced across the base in the aneurysm and inflated. The angiogram revealed no significant displacement of coiled loops. Another non-bsc coil was then placed into the aneurysm. "Subsequent angiograms demonstrated a reduction in the web like defect. The control angiogram showed greater than 90% occlusion of the aneurysm was obtained." It was reported that 10 hours post procedure: "the patient's condition had deteriorated. The patient became unresponsive and was found to have a re-rupture of the aneurysm and subsequently an increase in subarachnoid hemorrhage (sah)." Two days post procedure the patient expired. The definite cause of the death is unknown. However, preliminary autopsy results showed that the portion of the vessel in contact with the subject device remained intact, and that the dome of the aneurysm likely re-bled through the coil complex.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)